Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. Pre-ivus was completed. Then the lesion was predilated with the 2.5x12mm quantum maverick balloon. A 2.75x16mm taxus stent was implanted. The physician attempted to post-dilate with the quantum maverick balloon, but the balloon ruptured. The number of inflations and to what atms is unknown. The post-dilatation was completed with a 2.75x10mm non-bsc balloon. No patient complications were reported. Patient's status reported as "good".